Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include nausea, dizziness, stomachache and headache. When the pod was removed from the insertion site (leg), the site swollen and irritated. The patient was treated with insulin and fluids and ketones were checked. A new pod was applied.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.